Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently customer experienced elevated blood glucose (bg 122-450 mg/dl) and customer vomited a few times. Customer delivered a correction bolus to address bg and the infusion set was changed. Pump system check was performed and no device issues were identified. Contact was advised to discuss event with their healthcare provider.